Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000290464 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm). They prepared according to the proper procedure, but the seal fell off when the delivery system was withdrawn from the loading device (remained on the loading device). Did not load correctly (was not loaded and could not be deployed/opened). The procedure was completed with other manufacturer's products, and there was no extension of the operation time. The patient had no health hazards.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.